Event description:
It was reported that the arterial catheter was inserted into pt's right arm. Md reported that a 10.5 cm piece was retained in the brachial artery upon removing the catheter. The piece was surgically removed. The pt is fine and back at the sub-acute facility. It is unclear if the catheter broke or if it was cut. The hosp is performing an investigation.

Manufacturer narrative:
Device will not be returned for eval; only a picture of retained segment will be returned. A f/u report will be filed if more info becomes available.